Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable cut approximately 10¿ from the pump header. The distal portion of the pump cable (including the inline connector) and the modular cable were not returned for evaluation. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. Both the outflow graft and bend relief had been severed near their hardware and the remainder of the outflow graft and bend relief material was not returned. The apical cuff was returned with the cuff lock fully engaged. (B)(6) appeared to have been exposed to a fixative agent prior to its return for evaluation. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. During the investigation there was an incidental finding of an outflow graft obstruction. Upon evaluation, a lengthwise crease was observed in the outflow graft. Tissue accumulation on the exterior of the graft appeared to have filled in and formed over the distortion. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU lists infection (localized, driveline, pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, "patient care and management", lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient underwent heart transplantation on (B)(6) 2024. The patient was elevated to status 3 due to driveline infection. Frist driveline infection was noted (B)(6) 2021 with staph aureus 2+. This was treated and cleared with oral antibiotics. On (B)(6) 2023, a new culture resulted with serratia marcescens 1+, staph aureus 1+, and pseudomonas aeruginosa which was treated with intravenous (IV) antibiotics. The patient's follow-up culture on (B)(6) 2023 was positive for gram negative rods and serratia marcescens 1+. They continued IV antibiotics. Then, follow-up wound culture on (B)(6) 2024 resulted with no growth. The device operated as expected. Driveline infection noted on (B)(6) 2023 is captured under MFR 2916596-2023-05853. Driveline infection on (B)(6) 2023 and (B)(6) 2023 is captured under MFR 2916596-2024-01852.